Event description:
It was reported the programmer screen froze at the start-up of a routine patient follow-up check. The stylus was changed, yet it was still not possible to access the screen options. Another programmer was used to complete the follow-up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the main processing unit (mpu) circuit board was replaced to regain stylus functions and make screen selections. It was also noted that the display screen dropped, and the system fan was intermittently noisy. (B)(4).